Manufacturer narrative:
Block b3: exact date unknown, according to the rep this event occurred years ago. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 5067001, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50 serial number: (B)(6), batch/lot number: 5065095, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a spinal cord stimulation (scs) patient underwent a system explant procedure for an unspecified reason. No additional information could be obtained.